Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7025133, UDI: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted device were retained by the medical facility and will not be returned. No further information has been obtained despite good faith efforts.